Manufacturer narrative:
The reported ¿handpiece not working was confirmed.¿ however, it is unknown what nonconformity was found and how the handpiece became nonconforming. Without a sample, component level root cause cannot be determined at this time. The company representative recommended replacement. However the customer has not yet replaced the handpiece. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The anterior vitrectomy handpiece was manufactured on april 2, 2013. Based on qa assessment, the product met specifications at the time of release. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. Therefore, it is not suspected to have contributed to the reported event. The root cause of the reported event cannot be determined conclusively, as the non-conformity was not identified .(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a cataract extraction with intraocular lens implant procedure the vit handpiece was not working. The case was completed using an alternate system. There was no patient involvement.